Event description:
It was reported " after insertion of the catheter, the balloon catheter was found to be bent and not functioning properly". To continue therapy, the catheter was changed. The second catheter was inserted into the same insertion site. The patient's current condition is "unknown".

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted on the iabc; dried blood was noted was noted in the sidearm. The bladder was noted wrapped (or considered twisted). A kink to the iabc outer lumen was noted at approximately 4.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the proximal and distal portion of the bladder would not fully un-wrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 4.0cm from the iabc distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 13.5cm from the iabc luer. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon catheter was found to be bent and not functioning properly" is confirmed. During the investigation the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported " after insertion of the catheter, the balloon catheter was found to be bent and not functioning properly". To continue therapy, the catheter was changed. The second catheter was inserted into the same insertion site. The patient's current condition is "unkown".